Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, the patient experienced a frozen screen on the g5 mobile application and an adverse event. Date of issue is an approximation. The patient stated that on (B)(6) 2017 in the late afternoon/evening, she was eating dinner and looked down at the continuous glucose monitor (cgm) and her bg was at 138 mg/dl or 139 mg/dl and did not take any insulin and continued to eat. The patient was doing dishes and started to feel lightheaded and indicated that her blood sugar was low and had to sit down because she felt motion sickness. The patient indicated that in both instances of washing the dishes and having to sit down that the cgm was still showing 138 mg/dl. The patient then took a finger stick and it was 45 mg/dl so she called 911. The patient stated that she almost passed out because she was down so low that by the time she started drinking and eating sugar that her blood sugar was plummeting faster that she couldn't keep up with it. Further event information is unknown as the patient did not wish to provide further information regarding the event. No additional patient information is available. No data were provided for evaluation. The complaint confirmation was unable to be determined. A root cause could not be determined. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the g5 mobile system is not approved for other sites. If placed in other areas, the g5 mobile system may not function properly.